Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating while charging. The customer's blood glucose (bg) was 62 mg/dl. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after leaving the pump plugged into the power source; however, no additional information could be obtained.